Event description:
Dr. (B)(6), replaced the newly implanted cochlear implant with another one because as per him it was not working and asked me to bag it and give it back to implant coordinator for credit from the company.